Manufacturer narrative:
D4 and h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the devices were not communicating. A field service engineer (fse) worked with the site network team and determined that a new dns server had been introduced, and the old dns server had been shut down. Once the new dns server addresses were obtained, the fse accessed the devices that were not communicating and uploaded the updated dns server network information. The fse then rebooted the stations, and the user was able to access all devices without any further issues. All tests were completed successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user mentioned two devices were not communicating and shown offline in remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.